Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump had normal operating currents. No off no power alarm occurred during testing. The insulin pump passed the reset error test. No reset error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported the customer's insulin pump would turn off without an advance notice. The customer attempted to replace the battery and the battery cup, but it did not resolve the issue. The customer's blood glucose was 144 mg/dl. The customer received a replacement. No further information was reported.